Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen during power p. The patient was not connected. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed the cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The cycler was replaced due to blank screen. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.